Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional details reveal that the spinal cord stimulation (scs) patient experienced difficulties charging her implantable pulse generator (ipg). To resolve the issue, a revision procedure was undertaken, during which the original ipg was explanted and replaced with a new device. The patient is recovering well and reports no postoperative concerns. In accordance with facility policy, the removed device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.